Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a 25mm pfo occluder was chosen for procedure on (B)(6) 2022. It was reported that about an hour after the device was successfully implanted, a transthoracic echocardiogram (tte),was performed and a pericardial effusion was discovered. It was noted that the patient complained of chest discomfort during the procedure but prior to the implant of the occluder. The patient was being monitored and there was no electrocardiogram (EKG) changes. A pericardiocentesis was performed. The cause of the pericardial effusion could not be determined but was thought it possibly be related to the j-wire going into the left atrial appendage, therefore this event is being conservatively reported. The patient was stable and discharged from the hospital. No additional information was provided.

Event description:
It was reported a 25mm pfo occluder was chosen for procedure on (B)(6)2022. During the procedure, there was no difficulties crossing the patients septum or any difficulty positioning or manipulating the sheath. The patient's act during the procedure was reported as 333. About an hour after the device was successfully implanted, a transthoracic echocardiogram (tte) was performed and a pericardial effusion was discovered. It was noted that the patient complained of chest discomfort during the procedure but prior to the implant of the occluder. The patient was being monitored and there was no electrocardiogram (EKG) changes. A pericardiocentesis was performed. The cause of the pericardial effusion could not be determined but was thought it possibly be related to the j-wire going into the left atrial appendage, therefore this event is being conservatively reported. The patient was stable and discharged from the hospital.

Manufacturer narrative:
An event of chest pain and pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident is consistent with the guidewire puncturing the left atrial appendage, but could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.